Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient bent forward to pick up a five-month-old child and felt a pop in her back followed by pain. Following the incident, she reported less stimulation on her right side. X-rays showed no lead migration and impedances were normal. The rep reprogrammed the patient and was able to give her coverage in all her painful areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.